Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt connector, service code 204: belt/monitor unusable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor and displayed service code 204. The cause for the failure and the service code was isolated to an open orange (+5v) wire in the trunk cable. The trunk cable connector showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged connector and was displaying service code 204: belt/monitor unusable.